Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium, blurry vision and discomfort on right eye. Surgeon placed a bandage contact lens on right eye after debriding some epithelium in the visual axis some it was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of discomfort, blurry vision, crust in eyes and loss of vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.75 x -3.50 x 85, left eye pre-op 20/20 -2.00 x -3.75 x 77. Bcva from (B)(6) 2018: right eye post-op 20/100, left eye post-op 20/20. It was reported that on (B)(6) 2018 patient commented that is experiencing haze and glare around lights in dark sharp in middle day. Bcva from (B)(6) 2018: right eye post-op 20/40, left eye post-op 20/15. Bcva from (B)(6) 2018: right eye post-op 20/20 .75 x -2.50 x 5, left eye post-op 20/20 .00 x -.75 x 173.